Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a failed battery test alarm on the insulin pump. Customer's blood glucose was 125 mg/dl. It was advised to clear the battery cap and compartment and to call back if the problem persisted.